Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. The balloon was sequentially inflated to 14, 14, 14, and 10 atmospheres. During the fourth inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350. E1: initial reporter facility name: (B)(6) center. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.